Event description:
Account is reporting intermittent erratic ise results. Initial na/k/cl was 250/30/20 which repeated as 155/5.7/70. The incorrect results were not used to guide therapy. The field service representative was unable to confirm a malfunction of the system.